Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating they saw their healthcare provider (hcp) on (B)(6) 2017 and when they saw the por they said that their device wasn't working properly and that they would talk to medtronic about it. The patient hadn't heard anything about it yet so they were calling to ask. The patient stated they would call their hcp to have an appointment set up with a representative so the por can be cleared. The patient wasn't sure if the hcp was talking about the programmer or their implant when they said the device wasn't working so they tried to sync with their implant and the same por message came up, therefor the hcp was talking about the same por. The patient noted not having blood in their stool and that they were paralyzed before implant. The patient called to answer questions on their patient letter and stated they visited their urologist specialist and they asked a lot of questions about blood in the bowel, paralysis, and gave a test to see if they had an infection which was determined that the patient does not have. The patient also reported their weight was (B)(6) pounds. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Date of event: (B)(6) 2017 is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient checked their implant and they saw a por (power on reset). The patient services specialist (pss) recommended the patient to contact the health care provider's office and make an appointment to have the message cleared. No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.